Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent explantation occurred. The 90% stenosed target lesion was located in the left circumflex artery. A promus element drug-eluting stent was implanted successfully in the target lesion. A 12 x 5.00mm taxus liberte drug-eluting stent was also implanted in the left main and was post-dilated with a balloon catheter. However, the taxus liberte stent was carried out together with the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned with the device. The balloon cones and balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure as the balloon wings were opened out from their folded positions. Crimp markings were not evident on the balloon wall due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found one midshaft kink at 19mm proximal from the port exit site. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent explantation occurred. The 90% stenosed target lesion was located in the left circumflex artery. A promus element drug-eluting stent was implanted successfully in the target lesion. A 12 x 5.00mm taxus liberte drug-eluting stent was also implanted in the left main and was post-dilated with a balloon catheter. However, the taxus liberte stent was carried out together with the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.